Event description:
A pt was undergoing laparoscopic tubal sterilization. When coagulation of the right fallopian tube was attempted with the bipolar coagulation forceps, the tube was torn and bleeding began. An open surgical procedure was then done to repair the fallopian tube and stop bleeding. The pt's hospital stay was extended.